Event description:
The pt had two leads (from the same lot). It was reported the pt was experiencing discomfort from her leads. A CT scan was performed and the doctor felt the leads were too deep. As a result, both leads were explanted and replaced. The doctor also electively explanted and replaced the ipg to not risk an infection. The explanted product will not be returned to sjm. The pt is very satisfied with her scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.